Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) failed to power on" was confirmed during functional testing but was not confirmed during the archive data review. The root cause of the reported complaint was a defective battery cabling with a bent pin on the cabling connector, as a result of user mishandling. During visual inspection, it was observed that the head restraint wires on the top cover were torn and broken off, the front enclosure was observed damaged with a vertical crack going through one of the screw fittings, and the battery lock was observed to be bent. The physical damages were unrelated to the reported complaint, and the root cause was due to user mishandling. All the damaged parts were replaced to address the issues. During functional testing, the autopulse platform failed to power up due to the defective battery cabling. Thus, confirming the reported complaint. Investigation revealed a bent pin on the battery cabling connector. The defective battery cabling was replaced to remedy the fault. Unrelated to the reported complaint, further functional testing revealed that the integrated encoder gearbox was defective. The driveshaft was chipped, and the locking pin was worn out. Therefore, the driveshaft could not be locked into the pin, and consequently, the driveshaft would turn freely without a belt clip. This issue appeared to be the characteristic of harsh impact due to mishandling. The defective integrated encoder gearbox was replaced to address the issue. Furthermore, it was noted that the clutch plate was sticky, unrelated to the reported complaint. The probable root cause is most likely due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, attributed to normal wear and tear. The sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device, and was manufactured in october 2007, and it is over 13 years old, well beyond its expected service life of 5 years. A review of the autopulse platform archive was performed and showed no significant discrepancies. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). (B)(4) was reported on january 10, 2017, and the battery cabling was replaced to remedy the issue.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) failed to power on. The platform was tested with multiple fully charged autopulse li-ion batteries; however, the issue persisted. Another autopulse platform was used to finish the call. No malfunction was reported on the batteries. No consequences, or impact to the patient.